Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus, infection and death occurred. On (B)(6) 2017 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was successfully implanted. The patient returned for their 45 day follow up transesophageal echocardiogram which revealed thrombus on the face of the watchman. It was noted that the patient had not followed his medication regimen as instructed post implant. The patient was then placed on eliquis. The physician also reported that the patient had developed a blood infection, but he did not believe that the infection had any correlation with the watchman device or procedure. He advised that they were treating the infection with antibiotics. It was later reported that the patient expired on (B)(6) 2017. The physician does not believe the patient¿s death is associated with watchman; however, the cause of death has not been reported.